Manufacturer narrative:
"During an internal audit, it was determined that complaints for similar devices, and device malfunctions that have the potential to harm the patient if they were to recur, were not reported as per FDA guidance. After retrospective review, this event is determined to be MDR reportable."

Event description:
"A 38-34-145 delivery system was advanced to distal target lesion from femoral artery.when a doctor pushed the gray handle at position 1, but the system was not able to be push due to strong friction. The doctor tried to push the gray handle with shifting a controller gear several times, but was not able to be advanced and the delivery system was removed. Taking into account patient's safety, the doctor decided to change the 38-34-145 for new one. He procedure was done successfully by using the new 38-34-145."